Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ischemia potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 70-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support the patient developed limb ischemia. The staff attempted to switch the impella access site to the axillary artery. When the incision was made in the axillary, there was a large amount of bleeding. The bleeding was attempted to stop with sutures, and six units of packed red blood cells were given. A femostop was placed and flows were restored to the right lower leg.

Manufacturer narrative:
The investigation for the reported access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. Without sufficient clinical details, it was not possible to determine the root cause. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.